Manufacturer narrative:
H3: no product was returned. One photo was provided and was used to conduct the device analysis. On review, the reported fault was not found, the reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that with three patients during infusion of total parenteral nutrition or intravenous nacl the line broke. It is unknown if there were any adverse patient effects; none were reported. Patient information was not provided.